Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
It was reported that physician was briefed on the appropriate way to appropriately make the lead connections, and great care was made while doing so. Upon tightening one of the set-screws (probably ventricular), no clicks were heard from the torque-limiting screwdriver. A lead pull test suggested that it was securely connected, but it was decided not to implant the device. Another pacemaker was subsequently implanted. Instead.